Event description:
Customer reported a malfunction alarm with the pump, specifically "malf 0," which could not be reset. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer followed instructions to put the pump into storage mode before returning it and planned to use multiple daily injections as a backup therapy. Technical support confirmed shipping details, sent a replacement pump with updated software, and instructed on return procedures.